Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to inserting the dilator off center into the valve that can lead to damage to the valve, which may have led to the leakage observed. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a diagnostic angiogram, the valve of the glidesheath slender was leaking excessively. A tig 4.0 was inserted into the sheath with the wire, and the sheath started to leak. The blood soaked through a complete pack of towels. They said they should have exchanged the sheath, however, since it was a diagnostic procedure the doctor wanted to proceed quickly with the case. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on december 3, 2018. The blood loss was less than 250cc.